Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument wire was broken. Intuitive surgical, inc. (Isi) completed follow-up and obtained the following information: the instrument issue occurred during a myomectomy procedure, and it was confirmed there were issues to opening/closing the grips. The or staff confirmed there was a visible cable protruding approx. 1 cm that controlled opening/closing of the jaws. The instrument was inspected prior to use and there was no damage noted upon use. There were also no instrument collisions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8 mm mega needle driver instrument was analyzed and was found to have a broken grip cable at the grip hub amplification pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.